Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-03955 and 2210968-2012-03953. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a mesh revision and a sling implantation on (B)(6) 2009 for the recurrence of stress urinary incontinence. The patient has experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent excision and revision of vaginal mesh and vaginal scarring on (B)(6) 2012 due to vaginal mesh exposure and dyspareunia. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-03955 and 2210968-2012-03953. The same patient is represented in each medwatch.

Manufacturer narrative:
.